Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that this was a pvp (t10) for vertebral fracture on (B)(6) 2026. During the surgery, when attempting to insert the balloon into the working sleeve, the balloon could not be advanced. The balloon was replaced with a new one and the procedure was completed without further issues. The surgery was completed successfully within a 30-minute delay. No further information is available.